Manufacturer narrative:
The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, per report, procedural factors (loss of the guidewire position and multiple lengthy attempts in repositioning the wire in the ventricle) contributed to the reported event. No device malfunction was identified in the report. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure.

Event description:
As reported by our (B)(6) affiliate, a 23mm sapien xt valve was implanted eight years post procedure of an aortic bioprosthesis valve due to valve deterioration and stenosis. As reported, during the procedure the team lost the guide wire position within the ventricle. For approximately 2 hours the team was unable to successfully manipulate the wire and place it in the ventricle. The delivery system with the crimped valve was already introduced into the patient during that time. The decision was made to implant the valve into the descending aorta and use a new delivery system with a new 23mm sapien xt valve. The second valve was implanted successfully and the patient is doing well.